Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. The device was replaced. No additional adverse events were reported.

Manufacturer narrative:
Upon the receipt of the device, the lead was thoroughly inspected. A functional test was conducted and no failing conditions were found. All other testing was not applicable. An allegation of malfunction could not be confirmed.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. The device was replaced. No additional adverse events were reported. The device was returned for analysis.